Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up called was made and the spouse stated that the paramedics were called due to high blood glucose and then hospitalized. The blood glucose reading was unknown at the time. It was stated that the customer had an adrenal crisis. The customer was in the hospital for four days to treat and steroids to stabilize the disease. The customer had also other complications such as addison's disease along with hashimoto's thyroidism, which would affect the glucose level. The spouse stated that the insulin pump is wonderful and no malfunctions with the device noted. The customer blood glucose has been in the 400-500, but that could be because of the complications of the diseases. No further information was provided.